Manufacturer narrative:
Asahi intecc has determined that the date recorded in date of this report"was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide wire was found fractured at the distal segment. The tip segment of the returned guide wire was missing. Microscopic observation of the distal segment found elongation of the coil wire originating from the mid solder designed to be at 13mm from the wire tip. The distal end of the elongated coil wire was found fractured. The fracture surface of the coil wire was relatively flat, indicating torsion that generated as the coils got straightened likely contributed to the observed fracture. At approximately 10mm from the mid solder, the core wire was found fractured and showed uneven fracture surface. Multiple circumferential cracks were observed on the shaft surface of the core wire. These findings indicated that the core wire fracture was attributed to repeated bending stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of production records found no indication of product quality deficiency. Based on the obtained information and investigation outcome, it was concluded that bending stress exceeding the product's design limit might be continuously applied to the guide wire while its tip was being trapped by the heavily calcified lesion. The coil wire was assumed to be elongated along wire removal and eventually became separated due to tensile stress. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a heavily calcified cto in the proximal rca. Multiple attempts were made to cross the lesion with multiple guide wires. During the attempts, the tip of the guide wire broke off and remained in the patient anatomy. No further action was taken to retrieve the tip fragment and the physician determined to leave the tip fragment in the patient anatomy.